Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 500 to over 600 mg/dl with ketones and it was addressed by the contact administering a manual injection. During troubleshooting with tandem's technical support on (B)(6) 2016, it was noted that there was a small air gap in the tubing between the luer lock and the site and that the customer's bg level was in target range. Reportedly, the supplies would be changed.